Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported stomach and side pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Rpn and lot number are unknown, however, the alleged celect is manufactured and inspected. The following allegations have been investigated: vena cava perforation, organ perforation, tilt, stomach and side pain. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the common femoral vein due to dvt. Patient is alleging tilt vena cava perforation and organ perforation. The patient further alleges stomach and side pain. Report from CT: "the hook of the cook celect retrievable ivc filter is at the l1-2 interspace. The ivc filter is tilted posteriorly and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 24mm. Two (2) anterior struts perforate the ivc wall 14mm and 24mm and reside within the soft tissues. One (1) medial strut perforates the ivc wall 15mm and contacts the aorta. One (1) lateral strut perforates the ivc wall 14mm and resides within the soft tissues. One (1) posterior strut perforates the ivc wall 13mm and resides within the soft tissues. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. No fracture fragments are identified." " "infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal as described above. The above mentioned ivc filter is considered temporary and removable. Therefore, further evaluation with interventional radiology is recommended for possible intervention."

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2011". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.